Event description:
Information was received indicating that this syringe infusion pump exhibited a motor drive error. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was received for investigation. A visual inspection revealed the device to have a broken top case (from impact damage), cracked right plunger case and missing lever, cracked bottom cause, and a missing plunger case seal. A "pump motor drive phase b post" alarm was found in the event history log. The reported issue could not be duplicated during testing. However, the pump did experience intermittent powering up/down issues due to a broken plunger cable. No root cause could be determined.